Event description:
It was reported via medwatch 5118470 that an internal device fracture occurred, resulting in a foreign body embolization. A greenfield filter was implanted on an unknown date. On (B)(6) 2023, it was noted there was a fracture. One leg had embolized to the right internal iliac artery and another in the right posterior abdomen. The remaining filter with 4 legs is in satisfactory (noting suprarenal) position. The embolized and migrated filter legs were removed percutaneously. The filter remains in place. No further patient complications were reported.